Event description:
It was reported that during a stenting treatment procedure stent damage occurred and the stent moved on the balloon. The 70% stenosed lesion being treated was located in the untortuous, mildly calcified, mid right coronary artery (rca). The physician deployed an unknown stent in the mid rca. The physician pre-dilated the target lesion then advanced the 2.75x12mm promus element stent delivery system (sds), however upon crossing the implanted stent resistance occurred at the distal portion of the stent and the sds was unable to cross the implanted stent. Upon removal of the sds it was noted that the stent did not sit well on the balloon and the stent struts were slightly open. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred and the stent moved on the balloon. The 70% stenosed lesion being treated was located in the untortuous, mildly calcified, mid right coronary artery (rca). The physician deployed an unknown stent in the mid rca. The physician pre-dilated the target lesion then advanced the 2.75x12mm promus element stent delivery system (sds), however upon crossing the implanted stent resistance occurred at the distal portion of the stent and the sds was unable to cross the implanted stent. Upon removal of the sds it was noted that the stent did not sit well on the balloon and the stent struts were slightly open. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified stent damage when the stent had stretched distally. The device is a 12mm and the actual length of the stent now is 19mm. A visual and microscopic examination also identified kinks along the length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).